Event description:
It is reported that a healthcare worker (hcw) experienced symptoms of headache, nausea, dizziness, redness of her hands and nasal bleeding when removing a load from a completed cycle of a sterrad nx system. The hcws hands turned white, itchy and then red. She washed her hands immediately with water and went to the emergency services department. Her symptom of headache and dizziness lasted approximately 8 hours; the nasal bleeding symptom lasted just while removing the load and the skin irritation to her hands lasted 2 to 3 hours. The hcw was not wearing ppe. Her current status is good, she was not incapacitated. It is unknown if the hcw received treatment in the emergency services department and a potential diagnosis has not been provided. It is unknown if the hcw has any known allergies or relevant medical history. The sterrad nx cycle was performed in the morning. The sterrad was opened when the cycle was completed. An odor came from the sterrad when the hcw opened the door to take out the load. She felt all the symptoms when she opened the door. Her skin contact occurred when the hcw touched the packages. The client stopped using the equipment. It is unknown if the unit was serviced. This event is being reported to FDA based on the cumulation of human reaction symptoms reported and not for any one singular symptom. It is unknown if the healthcare worker received treatment or medication.

Manufacturer narrative:
Ni

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), health hazard evaluation (hhe), and system hazard and user misuse analysis (shuma). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (05/02/2012 through 10/29/2012) did not observe any significant trend. The trending for problem code skin reaction (january 2013 through december 2013) revealed the highest risk is considered broadly acceptable. The trending for problem code human reaction (january 2013 through december 2013) revealed the highest risk is considered broadly acceptable. The trend for the product malfunction code of odor/smells was completed from january 2013 through december 2013 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) for issues related to a similar issue is within acceptable limits. The hhe (health hazard evaluation) was reviewed for the risk of exposure to residual hydrogen peroxide emission. The severity and occurrence for the overall population were temporary or reversible (a medical condition which would likely resolve itself and where medical treatment is optional) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma indicates the risk is broadly acceptable for mild exposure to hydrogen peroxide vapor. The overdue preventative maintenance (pm) is most likely the assignable cause for the odor issue. The pm was performed at the customer site and the unit met specifications after maintenance. The parts were not returned. Review of the tracking and trending data did not identify a trend. As a result, root or assignable cause analysis could not be performed for the odor issue. The emitted odors is the most likely assignable cause for the human and skin reaction. Review of the tracking and trending data did not identify a trend. As a result, root or assignable cause analysis could not be performed for the human and skin reaction.